Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party . The hospital was not available to provide detailed information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No image displayed on the screen. Lt could not be used. This event occurred at the time of during use. There was no report of patient harm.